Event description:
While servicing the ventilator, the manufacturer's service technician reported the snubber pcb was noted to have evidence of overheating. The ventilator was due for a snubber pcb replacement per a manufacturer recall notice. The manufacturer's service technician replaced the power supply to correct the problem. Factory analysis of the power supply reported arcing on the snubber pcb board. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na